Manufacturer narrative:
No complaint was received with the return of the device. Failure (event) observed during analysis. Analysis found abrasion on the lead outer insulation at 20.1 cm from the connector pin. The rv coil was exposed at the same location. The damage found is consistent with friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.